Manufacturer narrative:
Section d6a - if implanted, give date: n/a, as lens was removed/replaced in the initial surgery. Section d6b - if explanted, give date: n/a, as lens was removed/replaced in the initial surgery. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Device evaluation product testing could not be performed because the product was not returned (the lens remains implanted). Therefore, a failure analysis of the complaint device cannot be completed, and the reported event cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed, and complaint history were not reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the trailing haptic of the preloaded extended depth of focus intraocular lens (iol) was not folded and was stuck at the tip of the cartridge during implantation. The lead haptic and an optical segment were inserted in the patient's eye. The plunger was repeatedly moved back and forth, but there was no change. The iol was cut intraocularly and removed from the eye. A replacement iol was successfully inserted. No patient injury was reported. No other intervention was required. No further information was provided.